Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the grommet seal was missing on the outside of the is4 connector of the cardiac resynchronization therapy defibrillator (crt-d). The physician initially tested one left ventricular (lv) vector for the impedance, which was good, and finished the implant. At the end, the vector test revealed that all vector impedances were wrong except the one tested during the implant. The pocket was reopened and the missing grommet seal was discovered. It was noted that the issue was not noticed before the implant and no damage was done during the procedure. The device was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.